Event description:
The customer reported that the insulin gauge displayed a different amount than expected, showing a discrepancy of more than 30 units from their expected fill estimate of over 110 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by customer technical support to call back for further troubleshooting if the problem reoccurs. There is no indication that additional follow-up actions were taken.